Event description:
I was implanted with essure in (B)(6) 2008. The first day the pain was extreme, I called the doctor the following day and was told it is common. My menstrual cycle has not been the same since having essure. The first cycle after implants was very heavy and long. Before essure I would have a cycle that would last 3-4 days the most. I was implanted 6 1/2 years after the birth of my twins. Since then until today my cycles have been extremely painful, humongous blood clots and tissue come out. I went back to implanting doctor and was told that my new complaints had nothing to do with essure and that it was common for my age for my body to change. Cycles would last anywhere from 7-14 days, currently, I have cycles that last 7-14 days, spotting in between and cycles come every 20 days sometimes 23 days. Severe lower abdominal and back pain. Since insertion of essure I am continuously inflamed and have to rely on ibuprofen which has contributed to a really bad stomach problem most days I have diarrhea. I did not do the hsg due to being a full time graduate student, full time employed, set of twins and another child, it was very complicated getting to schedule the hsg since it had to be certain days of the month. When my complaints were ignored by the doctor I stopped going back. I have a severe mucous sinus problem, back problem and pelvic discomfort daily. I am unable to enjoy or have sex, I bleed afterwards and very discomforting during.